Event description:
During an unspecified procedure, the instrument did not open fully.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.